Event description:
It was reported that the clips are not ligating. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73h1600377 was manufactured on 08/15/2016 a total of 198 pieces. Lot was released on 08/22/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference pic_anp1900059773 for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. No clip fired. On the next attempt, a clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated with the same result. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. No functional issues were found with the returned other remarks: device. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not ligating" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as both remaining clips were able to load into the jaws of the applier and attach to over-stressed surgical tubing with no issues. The device was received with 2 clips remaining in the channel indicating that the end user fired 13 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1600377 investigations did not show issues related to the complaint.

Event description:
It was reported that the clips are not ligating. The patient's condition was reported as fine.